Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified in the proximal right coronary artery. A 2.75 x 48mm synergy xd drug-eluting stent was advance but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was 0.0395 inch, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified a complete hypotube break located at 18 cm distal to the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.